Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A sample is available that has not yet been received at manufacturing for evaluation. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that surgeon has been found irrigation and aspiration tip was bent before surgery. The surgery was performed and completed after replacing the product with another one. The procedure type was unknown. There was no patient harm.

Manufacturer narrative:
One opened disposable ia handpiece was received for the report of I/a tip was found bent. The returned sample was visually inspected and found to be nonconforming with the cannula bent. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms that ia tip from the disposable ia handpiece was bent. How and when the tip became bent cannot be determined from this evaluation. The most likely root cause is handling at any point after the disposable ia handpiece was shipped from the manufacturing site. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. All disposable ia handpieces are 100% visually inspected prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).